Manufacturer narrative:
Initial and final MDR 1922465 - MDR 3003442380-2024-16679 - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-10-2024 patient reported that 4 infusion sets fell off during use. The infusion set was in use for 1 day. Blood glucose level at the time of event was noticed 341mg/dl. Patient replaced infusion set and resumed insulin successfully no further information was available.